Event description:
During its removal, the fixation pin broke. A portion of the device could not be removed and is embedded within the patients vertebral body. There is no concern of migration. A second broken section was removed from the surgical site at the time of breakage. As an unintended portion of the fixation pin remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
No conclusions can be made as the fixation pin is not available for evaluation. Review of the device history record cannot be performed as the lot number is unknown. The age and condition of the fixation pin prior to breakage are unknown. At this time, the complaint is considered to be closed.